Event description:
Patient reported upon mammography it was identified that the left side implant had burst and visually observed the left breast being smaller. The device has been explanted. This refers to left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: implant had burst and breast being smaller.

Manufacturer narrative:
Corrected data.

Event description:
Patient reported upon mammography it was identified that the left side implant had burst and visually observed the left breast being smaller. The device has been explanted. This refers to left side.